Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 06-apr-2024, it was reported that patient faced infusion set cannula bent event. The event occured after 3 or more hours of insertion.the infusion set had been used for less than a day. The insertion site was at the abdomen. The blood glucose level was 558 mg/dl at the time of event therefore the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.